Manufacturer narrative:
Supplemental correction report needed to retract the report of 2017865-2026-04215. Review of additional information indicates that the device should not have been reported.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to extend the helix. The ra lead was not used and replaced. The patient was in stable condition.